Event description:
It was reported that the device was used during a laparoscopic cholecystecomy. It was reported by the rep that the surgeon used the trocar in standard practice. Upon inserting and removing instruments through the cannula, the ring split causing co2 leakage. The case was completed using a new 511s. There was no pt consequence.